Manufacturer narrative:
Continuation of d10: product ID afr-00003 (serial: unknown); product type: 2004-mapping hardware product ID afr-00008 (serial: unknown); product type: 3294-generator product ID afr-00004 (serial: unknown); product type: 3294-generator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, a steam pop occurred involving the sphere catheter during the first ablation lesion, immediately following completion of the left atrial mapping phase. Audible and tactile feedback consistent with a steam pop was noted, and radiofrequency energy delivery was immediately terminated. The steam pop was observed via intracardiac echocardiography in the anterior region of the left atrium, near the left superior pulmonary vein and adjacent to the left atrial appendage. Catheter, power, and impedance were monitored as per standard protocol. Immediate actions included stopping radiofrequency delivery, performing intracardiac echocardiography and hemodynamic monitoring to assess for complications. No immediate structural or hemodynamic compromise was noted, and the patient¿s vital signs remained stable. Ablation was resumed with pulsed field at the same location. The procedure was completed without further incident. No patient complications have been reported as a result of this event.